Manufacturer narrative:
Investigation conclusion: investigation pending

Event description:
Report received the triage d-dimer was showing a low value at the normal control. Event occurred in (B)(6). Customer reported during a test using the d-dimer panel the results were showing a low value result of the normal control. Complainant performed comparative tests with patients and had low results. (B)(6). No reported adverse patient sequela. It was reported the customer had discarded the product. No additional information provided.

Manufacturer narrative:
Investigation/conclusion: customer's complaint was not replicated with in-house testing of retain lot w61021. No issues with d-dimer recovery were observed. Manufacturing batch records for lot w61021 were reviewed and found that the lot met release specifications. Further investigation was not possible since the customer did not return any samples for testing. Unable to determine a root cause from the available information. Product deficiency was not established.